Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent delivery system broke off inside the patient's body. The device was successfully removed through the original access site and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported.